Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow up dated (B)(6) 2012, the battery impedance of the subject pacemaker was at 2.92 kohm and the displayed remaining longevity was 15 months. The pacing amplitude and width were reduced and a new follow up was scheduled 9 months later. However, during the follow up dated (B)(6) 2012, the device reached the elective replacement indicator (eri) and the battery impedance was at 16.69 kohm. The device was replaced and returned for analysis.